Event description:
On (B)(6) 2009, the patient began automatic peritoneal dialysis (apd). On unknown date, the patient began treatment with extraneal viaflex (2l daily, lot numbers not reported), physioneal 35 1.36% (10l daily, lot numbers not reported), and physioneal 35 2.27% (2.5l daily, lot numbers not reported) intraperitoneally (ip) for apd. On (B)(6) 2010, the patient developed peritonitis. Remedial treatment was not reported. On an unreported date in 2010, the patient recovered from the peritonitis. Extraneal viaflex and physioneal 35 were ongoing, dose unchanged. The nurse did not provide an assessment of causality for the peritonitis. No further information is available.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. A batch review will not be performed as the lot number is unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided as the product code and lot number are unknown. Baxter has received similar reports for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.